Event description:
Patient was admited to the hospital intensive care unit, for treatment of high blood glucose, and dibetic ketoacidosis. Reporter indicated that, the day before patient's admission, they has awoken with abdominal pain and their blood glucose measured > 500 mg/dl. Upon admission, patient tested positive for large ketones, and their ph measured 7.2. Patient was treated with IV fluids (contents not provided). At the time of the report, patient was still hospitalized.